Event description:
A report was received that the patient's ipg was no longer working. High impedances were noted which caused loss of stimulation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that device malfunction was suspected.

Event description:
A report was received that the patient's ipg was no longer working. High impedances were noted which caused loss of stimulation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure per physician's preference. Additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient's ipg was no longer working. High impedances were noted which caused loss of stimulation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Sc-1110 (B)(4) device evaluation indicated that the battery was in hibernation, and it was charged to 4.03 volts in two charging cycles. The battery depletion and sleep current rates were within the expected ranges, 8.68 mv and 92 ua respectively when the device was turned off. The ipg passed all the required tests and revealed no anomalies. Sc-2138-70 (B)(4) device evaluation indicated that the complaint was confirmed. All cables were fractured at the kinked section of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed at the location.

Event description:
A report was received that the patient's ipg was no longer working. High impedances were noted which caused loss of stimulation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg was no longer working. High impedances were noted which caused loss of stimulation. The patient will undergo a revision procedure wherein the ipg will be replaced.